Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
No failures were observed during the incoming inspection. The cartridges were sterilized with no issues and passed bacterial endotoxin testing and sterility testing with no issues. The cartridge passed visual inspection with no damage or defects noted to the luer connection or o-rings. A ¿fill¿ test was completed with no air bubbles being formed inside the cartridge. The cartridge cycled normally and no difficulties were found with filling the cartridge. A force test was completed and found to be within specifications. A leak test was performed with no failures being observed; there were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging that the insulin was ¿making a lot of foam¿ in cartridges from lot #b201979. The distributor stated that the issue is present only in cartridges from this lot; cartridges from other lots have been tried and the insulin does not make foam in them. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.